Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that his ins is only lasting a day to day and a half and which all started 6 months ago. Pt states this was not this way before. Patient services (pss) directed to hcp.